Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil way lower than right into the uterine cavity / device had migrated"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune-type symptoms") in a (B)(6) female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On (B)(6) 2006, 6 days after starting essure (ess205), the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and dizziness ("dizziness"). On (B)(6) 2007, the patient experienced the first episode of pelvic pain ("pelvic pain"), dyspareunia ("deep dyspareunia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced the second episode of pelvic pain ("pelvic pain") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), rash ("rashes") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the device dislocation, autoimmune disorder, first episode of pelvic pain, second episode of pelvic pain and abdominal pain had resolved and the genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, alopecia, fatigue, rash, arthralgia and dizziness outcome was unknown. The reporter considered device dislocation, genital haemorrhage, autoimmune disorder, the first episode of pelvic pain, the second episode of pelvic pain, abdominal pain, dyspareunia, menorrhagia, dysmenorrhoea, vaginal haemorrhage, alopecia, fatigue, rash, arthralgia and dizziness to be related to essure (ess205). The reporter commented: before essure, the plaintiff had not experienced this combination of symptoms while not on birth control. It was not until 10 years after implantation when diagnostic imaging revealed that the device had migrated that she learned the cause of the symptoms. Abdominal pain, pelvic pain, and autoimmune-type symptoms have resolved since having the essure coils surgically removed. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2006: hysterosalpingogram result was bilateral fallopian tubes occluded. On (B)(6) 2007: ultrasound scan result was not provided. On (B)(6) 2012: ultrasound scan result was not provided. On (B)(6) 2016: ultrasound scan result was essure device possibly displaced. On (B)(6) 2016: hysterosalpingogram result was left essure way lower than the right in the cavity. 2016, diagnostic imaging: device migrated. On (B)(6) 2016, ultrasound: left essure coil was descending into the uterine cavity by about .5 cm on the longitudinal view of the uterus. Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion inserts) inserted and experienced left essure coil way lower than right into the uterine cavity / device migrated(interpreted as device dislocation), heavy bleeding (interpreted as genital bleeding), and autoimmune-type symptoms. Ten years after insertion she underwent hysterectomy and bilateral salpingectomy with device removal. The events were serious due to medical significance. Device dislocation and genital bleeding are anticipated in the reference safety information of essure, autoimmune disorders are unanticipated. Dislocation of the micro inserts and genital bleeding may occur during the use of essure. In this particular case, the plaintiff had several episodes of symptoms requiring medical checks and finally a surgical intervention. Based on the nature and course of the events, therefore, the causality of these events was assessed as related. In terms of autoimmune-type symptoms, these were not specified, although it is possible that the general definition referred to some additionally reported events (for example fatigue, rashes, alopecia, and joint pain; non-serious). Considering the lack of medical-scientific evidence in support of a pathophysiological role of essure in generalized autoimmunity processes, and in view of the organ localization of the coils in the fallopian tubes, a causal relationship is considered unlikely (unrelated). This case was classified as incident because of surgical device removal. A product technical analysis is expected. Further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion inserts) inserted and experienced left essure coil way lower than right into the uterine cavity / device migrated(interpreted as device dislocation), heavy bleeding (interpreted as genital bleeding), and autoimmune-type symptoms. Ten years after insertion she underwent hysterectomy and bilateral salpingectomy with device removal. The events were serious due to medical significance. Device dislocation and genital bleeding are anticipated in the reference safety information of essure, autoimmune disorders are unanticipated. Dislocation of the microinserts and genital bleeding may occur during the use of essure. In this particular case, the plaintiff had several episodes of symptoms requiring medical checks and finally a surgical intervention. Based on the nature and course of the events, therefore, the causality of these events was assessed as related. In terms of autoimmune-type symptoms, these were not specified, although it is possible that the general definition referred to some additionally reported events (for example fatigue, rashes, alopecia, and joint pain; non-serious). Considering the lack of medical-scientific evidence in support of a pathophysiological role of essure in generalized autoimmunity processes, and in view of the organ localization of the coils in the fallopian tubes, a causal relationship is considered unlikely (unrelated). This case was classified as incident because of surgical device removal. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil way lower than right into the uterine cavity / device had migrated') and autoimmune disorder ('autoimmune-type symptoms or hypersensitivity') in a 22-year-old female patient who had essure (ess205) (batch no. L-508903, r-508293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female and menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced genital haemorrhage ("heavy bleeding"), fatigue ("fatigue") and dizziness ("dizziness"), 6 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced the first episode of pelvic pain ("pelvic pain"), dyspareunia ("deep dyspareunia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced the second episode of pelvic pain ("pelvic pain") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), heavy menstrual bleeding ("menorrhagia"), alopecia ("hair loss"), rash ("rashes") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, the last episode of pelvic pain and abdominal pain had resolved and the genital haemorrhage, dyspareunia, heavy menstrual bleeding, dysmenorrhoea, vaginal haemorrhage, alopecia, fatigue, rash, arthralgia and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, rash, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure (ess205). The reporter commented: before essure, the plaintiff had not experienced this combination of symptoms while not on birth control. It was not until 10 years after implantation when diagnostic imaging revealed that the device had migrated that she learned the cause of the symptoms. Abdominal pain, pelvic pain, and autoimmune-type symptoms have resolved since having the essure coils surgically removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: bilateral fallopian tubes occluded; on (B)(6) 2016: results: left essure way lower than the right in the cavity. Ultrasound scan - on (B)(6) 2007: results: not provided; on (B)(6) 2012: results: not provided; on (B)(6) 2016: results: essure device possibly displaced. Diagnostic results: 2016, diagnostic imaging: device migrated. (B)(6) 2016, ultrasound: left essure coil was descending into the uterine cavity by about .5 cm on the longitudinal view of the uterus. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received: lot number, medical history, patient's date of birth, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil way lower than right into the uterine cavity / device had migrated') and autoimmune disorder ('autoimmune-type symptoms or hypersensitivity') in a 22-year-old female patient who had essure (ess205) (batch no. L-508903, r-508293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female and menorrhagia. (B)(6) 2016, diagnostic imaging: device migrated. (B)(6) 2016, ultrasound: left essure coil was descending into the uterine cavity by about .5 cm on the longitudinal view of the uterus. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced genital haemorrhage ("heavy bleeding"), fatigue ("fatigue") and dizziness ("dizziness"), 6 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced the first episode of pelvic pain ("pelvic pain"), dyspareunia ("deep dyspareunia") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced the second episode of pelvic pain ("pelvic pain") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), heavy menstrual bleeding ("menorrhagia"), alopecia ("hair loss"), rash ("rashes") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, the last episode of pelvic pain and abdominal pain had resolved and the genital haemorrhage, dyspareunia, heavy menstrual bleeding, dysmenorrhoea, vaginal haemorrhage, alopecia, fatigue, rash, arthralgia and dizziness outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, rash, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure (ess205). The reporter commented: before essure, the plaintiff had not experienced this combination of symptoms while not on birth control. It was not until 10 years after implantation when diagnostic imaging revealed that the device had migrated that she learned the cause of the symptoms. Abdominal pain, pelvic pain, and autoimmune-type symptoms have resolved since having the essure coils surgically removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: bilateral fallopian tubes occluded; on (B)(6) 2016: results: left essure way lower than the right in the cavity. Ultrasound scan - on (B)(6) 2007: results: not provided; on (B)(6) 2012: results: not provided; on (B)(6) 2016: results: essure device possibly displaced. Lot number: 508293 manufacturing date: 2005-07 expiration date:2007-06. Lot number: 508903 manufacturing date: 2005-10 expiration date:2007-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.